Event description:
A patient in (B)(6) was undergoing a dialysis treatment which included a polyflux 170 h dialyzer. The patient reported an "anguish feeling" in her chest during treatment and at the end of treatment she complained of nausea. Treatment was discontinued 5 minutes prior to schedule. The patient developed dizziness, blackening of the eyes, dyspnea, dry cough and hypertension. She was transported to the hospital and diagnosed with pulmonary edema and hemolysis. The cause of the hemolysis remains unknown however, the dialysis procedure itself cannot be ruled out.